Event description:
It was observed that during the device evaluation, the subject device exhibited the fiber bonding in the outer tube area (distal end) is damaged. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.